Event description:
It was reported that three handpieces were put in pans containing some water after a procedure on a friday afternoon. The handpieces were left soaking in the water until monday morning. When the handpieces were taken out of the pans, it was reported that blood leaked out of all three handpieces. There was no pt involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The handpieces were returned to the MFR for quality investigation. It was reported that the handpieces were soaked over the weekend in water. The instructions for use supplied with these handpieces state, "do not immerse a handpiece, attachment or battery pack in liquid. Moisture may enter the equipment, cause corrosion, and damage the electrical and/or mechanical components." According to the quality engineer, there was no evidence of blood or bodily fluids/saline still in handpiece when received. When the devices were received, they were physically intact and there was no apparent damage.